Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed), who carried out tests which showed the proper functioning of the alarms. Further information was requested regarding the type of alarm, however, no further information was provided. Per the rse, the biomed refused to provide pic ix logs. The biomed did indicate that the pic ix is operational, and that preventive maintenance was planned for the beginning of december. No failure was identified, however, philips could not rule out an issue at the time of the reported event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting address state: (B)(6).

Event description:
Philips received a complaint on a philips patient information center ix (pic ix) indicating that there was an alarm reporting problem; the type of alarm problem was not specified. It was unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.